Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test and occlusion test due to missing retainer. The insulin pump was returned for power error (alarm 25). The power management graph shows and the detailed trace analysis confirmed alarm 25 was triggered when he backup battery unloaded voltage (ul vlith) was less than 3.7v for consecutive 240 minutes detail trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump also had minor scratched display window, scratched case, fading serial number label, pillowing keypad overlay and cracked keypad overlay at the select button. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power error detected. The customer's blood glucose was 220mg/dl at the time of incident. The insulin pump was returned for analysis.